Manufacturer narrative:
Initial reporter address: (B)(6). Investigation summary: bd had not received samples or photos for investigation. Therefore, 4 retention samples from bd inventory were evaluated by drawing with water and centrifuging at 1211g for 10 minutes and no issues were observed relating to damaged hemogard shields as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had a broken lid and had the stopper pull out of the tube while in the analyzer. The following information was provided by the initial reporter: "I placed a 10ml green gel tube in our megafuge and when I opened the centrifuge the green lid on the tube had come off and had broken into little pieces in the bottom of the centrifuge bucket".